Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.